Event description:
It was reported that a patient presented with episodes of undersensing on their implantable cardioverter defibrillator (ICD). Programming changes were planned, but none was reported. There were no patient consequences.